Event description:
The following has been reported: biomed reported: the lvp was not in use when it suddenly triggered an alarm with a continuous sound, and the screen became frozen. It also did not allow us to extract the logs. A preliminary review identified the following issue: mechanical hardware failure (screen no input) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.